Event description:
It was reported that the pacing thresholds were high and the r-waves were low. Fluorosocopy revealed dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.